Manufacturer narrative:
There were no manufacturing discrepancies visually observed with the returned device. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include a power surge or power interruption to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, an issue with one of the concomitant devices in use at the time of this complaint event. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was alleged the controller did not work. A back-up device was used to successfully complete the procedure, however, the incident resulted in a 35 minute surgical delay. There have been no reported patient complications.